Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient called in because they had never used the programmer and they were having problems, it was like they never got the device implanted since ¿a couple of days ago.¿ the patient stated it felt like the device shut off or something. It was reviewed how to sync with the ins. The patient was seeing the warning message to change the programmer batteries, they changed them, and then they kept seeing the sync message after pushing the sync button. It was recommended that the patient get brand new batteries and call back. Additional information was received from a consumer on (B)(6) 2019 indicating that they got batteries for the programmer. The patient was able to use the programmer and verify the ins was off. The patient turned the stimulation on, it was on program 1 at 1.0 and they increased to 1.3. The patient noted they were aware to decrease stimulation if it became uncomfortable. The patient called again on (B)(6) 2019 and stated they needed help again saying the 1.3v was helping the night before but they thought they turned stimulation off again as they again had a return of symptoms just starting this morning. The patient stated they had a bad cough and were sick and thought that was what was turning stimulation off. The patient confirmed the cough and sickness were unrelated. The patient was helped with synchronizing and stimulation was on at 1.3v. But they didn¿t feel stimulation. It was reviewed that they might not have stimulation up high enough, so they were helped raising it to 1.6v and said it was comfortable. The patient was going to try that setting. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient stated they stated having accidents. It was confirmed with patient programmer that stimulation was on program 1 at 1.6 and patient decided not to make any changes on the call and said they would talk with their health care professional. No further complications were noted or anticipated